Manufacturer narrative:
Correction: there was no loss of osseointegration and explant as previously reported. The patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. (B)(4).

Manufacturer narrative:
Correction: the previous or initial MDR submitted was filed inadvertently. No serious injury has occurred. The patient did not undergo revision surgery on april 11, 2017,in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, subsequently the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.